Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to low amplitude r-waves, t-wave oversensing and myopotential noise oversensing. There were also two untreated episodes due to double counting. Technical services (ts) was contacted, and ts discussed troubleshooting. The s-ICD system remains in service. No adverse patient effects were reported.